Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that the patient was not able to have the programmer respond at all to them. It was giving the message device not responding and the screen did not change. The agent had the patient try to close out of session and end session but this did not resolve the issue. The patient stated the screen was frozen and won't respond when tapping anything on the screen and the programmer wont turn off. Patient plugged handset in to ac power supply and confirmed handset was accepting a charge. The agent conferenced on healthcare it and had patient reset programmer. This resolved the issue with the programmer. Patient stated they recently had a spine surgery on april 22 and noticed in the past couple days, the stimulator must have taken a little vacation and had not been as efficient as it needs to be. They stated they were getting up every hour during the night to go to the bathroom. Patient called the manufacturing representative (rep) today and was in extreme pain when they sat down in their tailbone area, after adjusting the settings. Patient also mentioned it seems to be when ever using a catheter they get a uti.patient states this happened when the implant was put in they had a catheter for 7 days and in april. Patient states seeing primary care physician last week due to having lower abdomen symptoms. Lab work showed some elevated bacterial level but their healthcare provider (hcp) was not concerned. Patient states since implant the ins moves around. Patient states when sitting in a certain chair or moving a certain way, leaning back patient can feel strong stimulation towards the tail bone. Patient wanted to decrease settings. Patient continued to decrease but was still feeling it a little when in a certain position. Agent redirect patient to hcp.